Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture as a result of a lead dislodgement. The patient underwent a revision procedure and ultimately this lead was replaced with a competitor's product. The product is not expected to be returned. No further complications were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.